Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
Customer reported secondary energy low message during surgery. Surgery was aborted and restarted with no further problems. There was no pt harm reported.